Event description:
Per the clinic, the patient underwent revision surgery on (B)(6), 2013, for abutment exchange. There was no reported skin revision during this procedure. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.